Manufacturer narrative:
Update 27-dec-21: the patient made large movements with the left arm on the implantation day, which caused lead dislodgement but it is a suspected diagnosis, because there was not a macro dislodgement visible at the x-ray image. Furthermore, worsening of the cognitive status with lack of space time references has been mentioned. Hospitalization significantly worsened the initial cognitive impairment. The patient was uncooperative. Loss of capture and loss of sensing due to suspected lead dislodgement were also seen. The investigator assessed this event as probable related to patients medical history. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Two days after the implantation a loss of ventricular capture and sensing has been reported. The patient was hospitalized and the lead was explanted. A new lead was implanted.